Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 43-50 mg/dl; cause was not known. Customer consumed glucose tablets and required assistance from medical staff in obtaining carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.